Event description:
The customer reported that they were hospitalized for high bgs. The customer stated that the pump's driver arms were broken. Bgs were treated with insulin drip. Instructed the customer not to use the pump and to stay on back up plan of manual injections.